Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced cough and high fever and pulmonary infection was diagnosed. Patient was treated with antibiotic sultamicillin 1gm IV for 4 days, and paracetamol 1gm IV x 1. The hospitalization was prolonged by 3 days and patient was discharged on (B)(6) 2018. On (B)(6) 2018, the pulmonary infection and fever were resolved. Duopa therapy continued.